Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had open book image. Customer stated that they went in pool with insulin pump and when they came insulin pump showed book signal and insulin pump went arrow pointing to a book. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.